Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, it was reported that this male patient on peritoneal dialysis (pd) expired on the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse confirmed that on (B)(6) 2024, the patient expired during his sleep still attached to the cycler. The nurse stated that pd treatment information was not available and that it was unknown in which phase of treatment the patient may have expired. Per the nurse, the patient was not brought to the hospital. No further details about the events leading up to death were provided. The patient¿s cause of death was reported as unknown. The patient¿s end stage renal disease (esrd) death form is not available and medical examiner has not established cause of death. However, it was reported that likely factors in the patient¿s death include the patient¿s pre-existing cardiac disease and age (the patient was 76 years old). The fresenius cycler pending return to manufacturer when follow-up was completed. However, the nurse stated the patient had been completing pd treatments on the fresenius cycler prior to death without any adverse effects. The pd nurse indicated that the death was not suspected to be related to fresenius products and confirmed that there were no product issues in relation to the death.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. At the time this clinical investigation was completed, the fresenius cycler was pending return to manufacturer for further analysis. However, currently there have been no reported allegations that the patient¿s death was related to any product related issues with the fresenius cycler. Based on the information available, the cause of the patient¿s death cannot be determined. The patient¿s pd nurse stated the patient was 76 years old with pre-existing cardiac disease (and esrd) which are significant risk factors for death.

Event description:
On (B)(6) 2024, it was reported that this male patient on peritoneal dialysis (pd) expired on the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse confirmed that on (B)(6) 2024, the patient expired during his sleep still attached to the cycler. The nurse stated that pd treatment information was not available and that it was unknown in which phase of treatment the patient may have expired. Per the nurse, the patient was not brought to the hospital. No further details about the events leading up to death were provided. The patient¿s cause of death was reported as unknown. The patient¿s end stage renal disease (esrd) death form is not available and medical examiner has not established cause of death. However, it was reported that likely factors in the patient¿s death include the patient¿s pre-existing cardiac disease and age (the patient was 76 years old). The fresenius cycler pending return to manufacturer when follow-up was completed. However, the nurse stated the patient had been completing pd treatments on the fresenius cycler prior to death without any adverse effects. The pd nurse indicated that the death was not suspected to be related to fresenius products and confirmed that there were no product issues in relation to the death.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, it was reported that this male patient on peritoneal dialysis (pd) expired on the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In an additional follow-up call, the patient¿s pd nurse confirmed that on (B)(6) 2024, the patient expired during his sleep still attached to the cycler. The nurse stated that pd treatment information was not available and that it was unknown in which phase of treatment the patient may have expired. Per the nurse, the patient was not brought to the hospital. No further details about the events leading up to death were provided. The patient¿s cause of death was reported as unknown. The patient¿s end stage renal disease (esrd) death form is not available and medical examiner has not established cause of death. However, it was reported that likely factors in the patient¿s death include the patient¿s pre-existing cardiac disease and age (the patient was 76 years old). The fresenius cycler pending return to manufacturer when follow-up was completed. However, the nurse stated the patient had been completing pd treatments on the fresenius cycler prior to death without any adverse effects. The pd nurse indicated that the death was not suspected to be related to fresenius products and confirmed that there were no product issues in relation to the death.